Event description:
Caller reported that pump malfunctioned, displaying a resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump and was advised to continue using it, with instructions to call back if the malfunction recurred.